Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had ghost pocket. The technical support specialist (tss) reviewed the activity logs and analyzed the reported discrepancy in drawers. The tss identified that the system had first recorded a whole transaction to log the overall removal request, which did not include the specific storage-space details. Subsequently, the tss confirmed that two part-transactions were recorded to document the actual dose removals from drawers. After verification, the tss concluded that the system was functioning as expected and closed the case. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a ghost pocket for the medication ID appeared to be loaded in two different pockets. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.